Event description:
During a review of a draft clinical publication, an accuray employee noticed an adverse event described. The publication describes a study of 26 pts treated from 2007-2011. The pts were considered inoperable pts with localized lung tumors. On pt, who was presented with steroid-refractory radiation pneumonitis at eight months post-treatment, died of acute respiratory failure four months later. The pt had undergone a left pneumonectomy prior to receiving radiation treatment. The complication is a known risk of treating a tumor within the given treatment parameters and tumor location. The physician indicated that the planned treatment was delivered as intended and that the ae was not due to a malfunction of the device.